Event description:
Healthcare professional reported "the possibility of adhesive capsulitis should be considered", "anatomical alteration" and "breast pain". This record is for the left side. The device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain, visibility/palpability.

Event description:
Healthcare professional reported "the possibility of adhesive capsulitis should be considered", "anatomical alteration" and "breast pain". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.